Event description:
My daughter uses the dexcom g7 continuous glucose monitor to help prevent severe hypoglycemia. Anywhere the dexcom patch touches on her skin will cause a severe burn, which itches really bad and takes months to heal. We also use over patches from a different company and we have no problem with those, it's just the dexcom adhesive that is causing the severe burns.